Event description:
On the event date - tech - head section raised when bed was plugged in. The following month - rep reported that there were no reported injuries. Rep replaced the right umc and the bed functioned properly.